Event description:
It was reported that during a follow-up, high ventricular rates were seen and were identified as non-physiological noise. Pauses were seen on strips. The patient had complete heart block and high ventricular rates were not expected. The longterm threshold record revealed capture thresholds ranging from 0.5 v to 2.5 v. Unipolar lead impedance was 280 ohms. The pulse generator was programmed to voo mode.